Event description:
The patient reported that his insulin infusion headset is not properly adhering to his skin. He stated that yesterday afternoon, he noticed his infusion headset was coming out, so he pushed it back in and taped it down with surgical tape. At bedtime, he again noticed it was coming out and once again taped it down. His blood glucose reading at that time was 114 mg/dl which is within his normal range. This morning, his blood glucose reading was slightly elevated, and when he pulled out his headset, he noticed the cannula was not in his body and appeared to be slightly bent. The patient believes he was not getting his insulin. The patient stated he has experienced no symptoms of high blood glucose. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.